Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. (B)(4). At this time, carefusion has not received the device from the customer.

Event description:
The customer stated: ¿the machine was turned on after the circuit installation after performing the patient circuit calibration as described on the right hand side of the instrument, we clicked the switch of the reset/start the unit operation and it had an alarm of paw>50 cmh2. So we completed the calibration according service manual again to verify that the procedure has been completed successfully, but this did not fix the issue. We suspected that the alarm pcba is defective so we replaced it with a new one from new 3100a which corrected this issue.¿